Event description:
It was reported, that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction, and the sheath was inserted via the femoral artery. The md could not insert the iab through the sheath. The iab with the sheath was removed as one unit. Another iab was inserted without difficulty. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.